Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into a paradigm pump. Conclusion: reservoirs does not leak,not occluded and did not continue dripping insulin after test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 16 mg/dl at the time of the incident. The customer was at 315 mg/dl at the time of the call. The customer used food, glucose tablets, and was given dextrose to treat. The customer experienced symptoms such as sweating, dizziness, shaking, and inability to talk. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and set will be returned for analysis.